Manufacturer narrative:
No known impact or consequence to patient. Overheating of device or device component. The device has not been returned. A product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
A survey was sent to medtronic sales reps for feedback on the m5 handpiece. A medtronic sales rep reported that he was not satisfied with his m5 handpiece as the first time it was sampled, it overheated and burned up after clogging. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.